Event description:
It was reported that after a laparoscopic cholecystectomy procedure, in which a clip applier device was used, the patient was brought back to surgery for reoperation due to bleeding. When the patient was opened, it was noted by the surgeon that there were no clips on the cystic artery. It was reported that the patient expired.

Manufacturer narrative:
(B)(4). Additional device info: information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained during a conversation with the surgeon: the case was a difficult case in a gangrenous gallbladder in a (B)(6) female who was septic and had friable tissue. There was an accessory cystic artery that was difficult to get access to and he was only able to place 2 clips (1 patient and 1 specimen) on it. He had noted prior formation issues in the case both (gap and scissored ¿ not breast cancer, more subtle) clips in the case in previous firings. The field was hemostatic at the end of surgery and he had left a drain. Patient was noted to have bleeding ~7 hrs later. No evidence of significantly elevated blood pressure. Imaging revealed arterial bleeding ¿blush¿. He then took the patient back (who had coded prior) for laparotomy and noted massive hemoperitoneum and coagulopathy. No clip was noted on the accessory artery though because of the amount of blood/bleeding it was very challenging. He believes the clip fell off this artery causing the hemoperitoneum with the blush on imaging as evidence of the timing and cause of the eventual coagulopathy. He was unable to identify the clips during the reoperation.